Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. Clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak of the suprarenal extension from a previous reported case (2031527-2017-00701), the most likely cause of the compromised stent graft integrity of the suprarenal extension is related to the use of strata graft material. The final patient disposition could not be ascertained, but was reported to be doing well with no additional negative patient sequelae reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
During a clinical assessment completed on (B)(6) 2018 of previous reported case (2031527-2017-00701), a type 3b endoleak of the suprarenal extension was discovered. This report is only for the 3b endoleak of the suprarenal extension.